Event description:
It was reported that this right atrial (ra) lead had two of the beats are under sensed and it appears that there is an atrial arrhythmia occurred. Boston scientific technical services (ts) discussed to consider clinic evaluation to do all due diligence testing on the right atrial (ra) lead. This ra lead remains in service. No adverse patient effects were reported.